Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown reamer/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reaming rod ball tip was not used during the procedure. X-rays taken postoperatively showed that the reamer became disconnected from the shaft of the reamer and was left in the patient¿s femur.

Event description:
It was reported that a flexible reamer head was used during a hip replacement procedure. The flexible reamer head became disconnected from the flexible shaft and was left in the femur. It was confirmed that the procedure was successful. This report is 1 of 1 for (B)(4).